Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Fluoroscopy revealed that the right ventricular lead had externalized conductors. The lead was explanted and replaced on (B)(6) 2020. The patient was stable

Manufacturer narrative:
A partial lead was returned in three pieces measuring 11.4 cm (connector portion), 7.4 cm (middle portion), and 42.3 cm (distal portion) for the reported event of externalized conductors. Visual examination and x-ray examination of the distal portion found internal insulation abrasions 6 cm to 8.6 cm, 7.2 cm to 8.2 cm (breached the rv lumen), and 10.8 cm to 15.2 cm from the distal tip. External insulation abrasions were noted 8.7 cm to 10.1 cm, 15.8 cm to 16 cm, and 16 cm to 16.4 cm from the distal tip. The external insulation abrasions were a result of friction to another device or feature of the heart. Procedural damage was also noted and no internal shorts were noted. The reported event was confirmed and attributed to the external insulation abrasions.